Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of damage to percutaneous lead adjacent to the pump end bend relief was confirmed. The examination found a single black suture tied approximately 3" from the end of the dacron velour. The removal of the driveline cover revealed that the lead was kinked adjacent to the terminus of the pump end bend relief and the braided shield had fractured on the interior side of the kink. The visual inspection of the underlying wires found that the inner conductors of the orange wire were exposed and the insulation around the breach showed signs of abrasion. The damage appeared to be the result of cyclic flexing which caused the fractured shield to abrade the wire insulation. The exposed conductors would have caused the reported low flow alarms and the observed pump stoppage. The examination of the adjacent wires found some evidence of abrasion but each wire's insulation was intact. The manufacturer distributed the urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous leads with their ongoing lvas patients and have been requested to have any ongoing lvas patients return to the hospital for an inspection of the percutaneous lead and if the hospital suspects that an lvas patient may have a damaged percutaneous lead, to please contact the manufacturer's technical services department for assistance. Reference correction/removal reporting number: 2916596-11/05/2008-001-c. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was presented to operating room showing signs of a short to shield. Low flow alarms and an actual pump stop had occurred. The x-ray taken revealed damage at the distal end of the bend relief and was sent to the manufacturer for review. It was noted that the patient had gained considerable weight since the original implant date. A decision was made to exchange the lvad with another lvad.